Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. There was no adverse impact on the customer's blood glucose level. The issue had occurred earlier in the day before the call to technical support, and the customer resolved it by priming the tubing.